Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room on (B)(6)2016 with a blood glucose (bg) level over 400 mg/dl with trace ketones. Reportedly, the customer's bgs were elevated due to a bad infusion site, urinary tract infection (uti), and pneumonia. Additionally, the customer stated that she forgets to deliver a bolus after consuming food due to busy lifestyle. The customer was treated with insulin drip, and released on the same day with a bg level of 120 mg/dl and feeling better.